Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 19.2 mmol/l. Customer stated that there was no response of any button and buttons were not pressed for longer than 3 minutes. The pump was not dropped or bumped. The pump will be replaced and returned for analysis.